Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable cause of error c-33 is attributed to a faulty electrical component inside the generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The generator unit was returned for failure analysis with the reported issue was confirmed using logs. Upon visual inspection, an issue was identified that may be related to the reported event. During testing, the generator unit displayed error code upon startup. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported prior to the start of the da vinci assisted surgical procedure, they were having a repeated c-33 error on system power on. Before calling the technical service engineer (tse), the site had power cycled the generator several times without success. Tse guided to plug power cable to an independent socket with no improvement. Also, tse guided to connect the third-party generator and activation cable to vision side cart (vsc). The customer continued with system setup and the procedure was completed with no reported injury.